Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. Transducers pt801 and pt802 have failed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed a faulty mainboard and blender. The mainboard and blender were replaced and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault. The customer confirmed that there was no patient involvement and no patient harm involved with the reported event.